Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath, strain relief, and previous repair. The visual evidence also revealed a self-repair done by the patient and discoloration of the outer sheath. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the observed strain relief and previous repair damage may be attributed to wear and/or the handling of the device. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline was damaged due to normal use. A driveline sheath repair was scheduled to be performed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that previous old repair was worn out and tape was placed by the patient. Tape was removed and several cuts in the outer sheath were noticed. The damage was at 23cm length of the strain relief, no wires exposure, strain relief was worn out and partially loose from the cable. Dl sheath repair was performed at the strain relief up to 25cm length.